Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg/dl. The customer was experiencing unexplained high glucose for two days. The customer stated that he had switched to a new vial of insulin prior to event; thought the issue may have been with the insulin. While troubleshooting the call was disconnected and the customer called back to perform the high pressure test, but the tubing clamp was not available. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.